Manufacturer narrative:
Product return was requested or its in transport. Evaluation will occur upon receipt of product return.

Event description:
Toothbrush came apart into two pieces- oral b power care [device breakage] case narrative: consumer via email stated that while brushing teeth toothbrush came apart into two pieces. No injury was reported